Manufacturer narrative:
Further information from the reporter regarding event, product and confirmation from the physician has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reports left side rupture. Device remains implanted.

Event description:
Patient additionally reported left side "strong pains", "cysts," "a lot of pain", "more than a year with the discomfort", and "body is rejecting the implants that are no longer in the market". Device remains implanted.